Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the table malfunction to the ps1 power supply. The customer continued to use system, despite failure and several days later allowed the service representative to remove and replace the ps1 power supply. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provided any pt info with respect to this issue.

Event description:
The ge oec 2600 uroview fluoroscopy system would not power up prior to a procedure. The system would not operate correctly, but the facility continued use, despite the malfunction. Service diagnosed the malfunction but was not given access to repair for several days.